Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-002930. It was reported the patient's percutaneous (model 3186) lead had eroded through her skin which, may have caused a possible infection. Subsequently, the patient underwent surgical intervention at which time the lead was explanted. The patient was also prescribed antibiotics and the patient will be consulting with an infectious disease doctor. Please note: the patient has 2 percutaneous leads. It is unknown which one eroded through the skin. Therefore, both are being reported.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-002930. It was reported that the patient had their scs systems explanted on (B)(6) 2017 due to an infection (reference MFR. Report#'s 1627487-2017-03194, 3006705815-2017-00702 and 3006705815-2017-00703).